Event description:
It was reported that the device failed to switch from advisory mode to manual and hindered the user from delivering a defibrillation shock to a pt. The pt was at a foot ball game when he collapsed and was connected to the device. The device analyzed the patient's rhythm in AED mode and reached "no shock advised" decision. However, the health professional at the scene observed what appeared to be a course ventricular fibrillation (vf) on the device screen. The user attempted to switch to manual mode to charge and deliver defibrillation energy, but the device remained in AED mode. The customer was using third party (B)(4) electrodes and the pt down time was within a minute. The users ceased their attempts and transported the pt to a hospital in 14 minutes. The pt was not revived. A clinical review of the reported event by physio-control determined that the device use may have contributed to the patient's outcome, as defibrillation was needed, but provision of defibrillation was delayed greater than 30 seconds. The event record ECG download showed a presence of coarse vf.

Manufacturer narrative:
(B)(4): physio- control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing. The clinical specialist evaluated the event and determined the cause of the reported problem to be use error. The pt ECG during the AED shock advisory analysis was not artifact free, and there was ECG noise characteristic of pt or therapy electrode lead wires or cable movement. The ECG noise likely contributed to the "no shock advised" decision. There were no other AED analysis attempts documented for approximately 11 minutes following only one AED mode analysis prior to placing the device in manual mode. In addition, multiple leads off occurrences, and the pt impedance waveform in the continuous ECG record suggest inadequate skin preparation or the presence of a high impedance electrode.